Event description:
Patient status post pangea construct implanted on (B)(6) 2010. Level l2-s1 returned to different surgeon and was diagnosed with adjacent level disease on an unknown date. Patient was returned to operating room on (B)(6) 2012 and surgeon removed ten (10) locking caps from l2 to s1 and two (2) rods. All other hardware was left in the patient (screws). Surgeon performed a tlif l1-l2 to address the adjacent level disease. Surgeon placed new rods and locking caps from t11 to s1 and the previously implanted screws were utilized. This is complaint 16 of 17 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The returned part was successfully assembled to and locked into a new screw. The part met drawing requirements and functioned as intended. There are no indications of any design or manufacturing related issues. The design risk assessment was reviewed and found to be adequate for the intended use. DHR review found no discrepancies noted that would be associated with this complaint. No further information is available.